Event description:
The physician was attempting to implant a 3.0mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug-eluting stent. The physician inserted the stent delivery system into the guiding catheter. Negative pressure was then applied to the device to inspect for abnormalities. At this stage, the physician noted some blood coming out of the delivery system. The physician retrieved the stent for inspection. Upon removal, it was noted that the proximal edge of the stent's balloon was damaged. The device had been inspected prior to use with no issues noted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results - cause of leak cannot be determined; failure to deliver the stent; negative preparation instructed to be performed in-vitro and with a syringe. Conclusions - cause of leak cannot be determined. Device evaluation: the stent was positioned on the balloon as per specification. The first distal and first proximal stent segments were flared. The distal and proximal pillows were partially inflated. The last proximal segment was slightly flared. A 2mm longitudinal tear on the proximal pillow confirmed the presence of a balloon leak.